Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer will use current pump for insulin therapy until the replacement arrives.